Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio replaced the digital pcb assembly, and then observed proper device operation through functional and performance testing. Physio-control further evaluated the device and determined the root cause to be that a capacitor, designator c4, was causing current leakage which depleted the internal battery. The customer rec'd a replacement device.

Event description:
It was reported that the device had the charge-pak, low power and service icons displayed. There were no reports of pt use associated with the reported failure.